Event description:
I received a synvisc one shot to both knees and instantly had pain and could not walk out of the office, thinking this was normal, I managed to get my self home onto the couch where I could not walk for 2 days, for the next 2 weeks I could not straighten out my knees then my right knee would not work. I can only use my left knee. My right leg no longer will bend. I went back to the doctor and he said I should have a cortisone shot and I should be fine. I tried to explain that prior to the synvisc shot I was playing racquet ball three times a week and no I'm using a cane. I have called the manufacturer of the product and they did mention that some people end up with a gait disturbance, but they could not give me some sort of course of action, basically good luck. I am heading to a new doctor and hopefully he can do something for me. I have been on may websites and read may bad reviews but can't seem to find any answers. Sincerely (B)(6). Diagnosis or reason for use: arthritis.